Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead had dislodged and exhibited failure to capture and high pacing impedance. The lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance and loss of capture. As received, a complete lead was returned in one piece with the helix retracted and no blood/tissue in the helix housing. Applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of high pacing impedance and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.